Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2015 and mesh was implanted. The patient experienced a mildly severe hematoma on (B)(6) 2015. The hematoma was resolved on (B)(6) 2015. Additional information has been requested.